Event description:
It was reported that the patient's sister called and stated "he is in the hospital again, his device ismalfunctioning or something." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.